Event description:
It was reported that the unit comes on, but no display numbers are present. The backlight is on and no audible tone occurs on power up. No case involvement. No patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the analysis site confirmed the customer complaint and per the service manual performed calibration and tests and to correct the customer complaint, replaced the main pcb due to it was causing the unit to boot up with a blank display per the customer complaint. Complaint information is trended on a regular basis to determine if further investigation is warranted.